Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of surgery ("I'm 5 days post op") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient underwent surgery (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal discomfort ("tearing burning sensation to the right side of my belly button") and procedural pain ("5 days post op it hurts"). At the time of the report, the surgery, abdominal discomfort and procedural pain outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, procedural pain and surgery with essure. The reporter commented: feels like a tearing burning sensation to the right side of my belly button. No where near the incisions. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I'm 5 days post op, hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("it freakin hurts, right side of belly botton"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal and procedural pain outcome was unknown. The reporter provided no causality assessment for medical device removal and procedural pain with essure. The reporter commented: feels like a tearing burning sensation to the right side of my belly button. No where near the incisions. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: a duplicate of this case was detected (# (B)(4)) and will be deleted from bayer safety database after all the information was transferred to this case # (B)(4) (retained case). Coding and narrative were amended: essure was removed by hysterectomy (event term updated), date added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('coil was popped out of my tube and stuck in my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient experienced procedural pain ("it freakin hurts, right side of belly botton"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and endometriosis ("endometriosis") and was found to have uterine leiomyoma ("fbroid"). The patient was treated with surgery (laproscopic tube and uterus removed). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, procedural pain, endometriosis and uterine leiomyoma outcome was unknown. The reporter provided no causality assessment for procedural pain with essure. The reporter considered device expulsion, endometriosis and uterine leiomyoma to be related to essure. The reporter commented: feels like a tearing burning sensation to the right side of my belly button. No where near the incisions. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Previously reported event surgery is replaced with device expulsion and removal details added, fibroids, endometriosis were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('coil was popped out of my tube and stuck in my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient experienced procedural pain ("it freakin hurts, right side of belly botton"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and endometriosis ("endometriosis") and was found to have uterine leiomyoma ("fbroid"). The patient was treated with surgery (laproscopic tube and uterus removed). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, procedural pain, endometriosis and uterine leiomyoma outcome was unknown. The reporter provided no causality assessment for procedural pain with essure. The reporter considered device expulsion, endometriosis and uterine leiomyoma to be related to essure. The reporter commented: feels like a tearing burning sensation to the right side of my belly button. No where near the incisions. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.